Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of an (B)(6) year old male patient called zoll customer support to report that the patient had developed an open wound on his back under the electrodes. The wound was inflamed and swollen and the patient reportedly had a fever. Follow-up with the patient revealed that the patient developed an abscess on his back from the electrode belt electrodes. It is unknown if the patient required medical intervention. The patient's clinical outcome is not known.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.